Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿red dots¿ were observed in an unspecified location in an unknown quantity of unknown infusor devices. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted, previously submitted as should additional relevant information become available, a supplemental report will be submitted.